Event description:
The manufacturer received information alleging an issue with a ventilator's remote alarm connector. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure related to the remote alarm connector was observed. The device's interface board was replaced to address the issue.